Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient thinks that emi from various devices in her bedroom are effecting her dbs. She thinks it was malfunctioning because she had a lot of electrical devices she keeps in her bed including phone, (B)(6) device, and baby monitor. When she moves these devices around, it changes her symptoms and she would have wild tremors. The patient says she gets tremors in the middle of the night which is not normal for her. It was reviewed that these devices don¿t typically have strong emi with the device and doesn¿t normally impact therapeutic effect, but the patient insisted it did. The device was on and ok. No further complications were reported/anticipated.